Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with the proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures were deployed and the foot was successfully retracted; however, upon removal of the proglide device from the patient anatomy, the physician felt resistance and felt a pop. When the device was out of the patient anatomy, the physician noted that the suture must have caught in the foot during retraction as the suture had broke and came out with the device. Two additional proglide devices were used for successful suture placement using the pre-close technique in the lcfa. The sheath was upsized to a 12f. The tavr was completed and hemostasis was achieved with the sutures of the two additional pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.